Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: previous sample visible for around 30 seconds of preview, after 1 sit flush. 2-3 sit flushes clear the carryover.

Event description:
It was reported that while testing with bd facslyric¿ carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: previous sample visible for around 30 seconds of preview, after 1 sit flush. 2-3 sit flushes clear the carryover.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 3l12c instrument ceivd, part # 663029, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding their instrument producing carryover. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 04feb2021 to 04feb2022. ¿ complaint trend: there are 3 complaints related to the issue of carryover issue; date range from 04feb2021 to 04feb2022. ¿ manufacturing device history record (DHR) review: DHR part #663029 serial # (B)(6), file # 663029-663029-r663029000325-107410616-21, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing carryover was due to a worn v8 valve tubing. The customer had initially reported that they were observing carryover into the following sample test for about 30 seconds despite running sit flushes between tests. An fse (field service engineer) was sent onsite to observe the issue, and during the first visit they optimized the peek tubing height but continued to observe carryover. On the second visit the fse ran cab beads to observe the event rates for carryover and verified that the sit flush function was working as expected. After receiving advice from application and technical specialists, the fse returned for the final visit and performed the following actions: peek tubing replacement, peek tubing length optimization, ual probe position calibration, v8 functionality verification, and fitting the v8 valve tubing. The pressure from the aspiration pump was checked to be over 8psi, and the sit flush function was once again verified. After running several tests using trucount beads, the collected data was comparable to data from other lyrics. Finally, the instrument was tested with pqc and abort count tests, which passed, and the instrument was confirmed to be functioning as expected. The customer confirmed that the instrument was not being used for clinical diagnoses at the time of the event, and thus no patients were affected. Proper daily and monthly cleaning procedures can help maintain an optimal system, and can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02321039, case # (B)(4). Install date: 02nov2021. Defective part number: n/a. Work order notes: o subject / reported: 663029 - facslyric - very high carryover. O problem description: previous sample visible for around 30 seconds of preview, after 1 sit flush. 2-3 sit flushes clear the carryover. O work performed: dj 07feb2022 - optimised peek tubing height using sit tool. Ran 4 sets of on tube with beads followed by one tube with water in a rack - carry over still visible for ~15 seconds. Out of time - put to further action. Dj 21feb2022 - ran cab beads and created gate around population followed by water and observed events appearing in gate. Number of event/s for cab beads ~2000 event/s - initial event/s for water ~25-40 for about 10-20 seconds reducing to 5 event/s or less - running multiple sit flushes between beads and water does not affect this. Running a clean cuvette in between beads and water gives <5event/s from start of acquisition. Verified that sit flush function is all okay. Emailed application and technical specialists for advice and put to further action. Dj 03mar2022 - followed advice from application and technical specialists - peek tubing replaced using spare from country stock, peek tubing length set using tool, ual calibration plate used to calibrate probe positions, v8 valve function verified and v8 tubing massaged and refitted into valve. Pressure from aspiration pump at pump > -8psi. Sit flush function all okay - ~ 70ul aspirated through peek tubing. > 2ml aspirated from a tube of water being held at manual loading port during sit flush. Ran test assay of trucount beads followed by distilled water with one sit flush between beads and water - repeated to include 3 sit flushes and repeated again with 6 sit flushes - within specifications for carry over. Checked flow rates. Ran comparison data with other lyric in lab - data comparable. Ran pqc - passed. Ran abort count check - passed. Completed service report and emailed to customer. Repair intervention completed successfully. O cause: dj 03mar2022 - suspect that tubing in v8 valve causing reduced sit flush. O solution: dj 03mar2022 - followed advice from application and technical specialists. ¿ returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. ¿ risk analysis: risk management file part # 10000063058ra, rev. 06/vers. Z, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified?: yes or no? O azure ID: (B)(6). O ID: libivd-ra-247 3.1.25. O reg status: ivd; ruo. O hazard: instrument temporarily inoperable. Source: sit fmea. O cause: sample line collapses preventing sample delivery. Tubing becomes worn/damaged during "stinger" operation. Low event rate. O harmful effects: 1) delay in results. 2) tubing must be replaced. 3) customer annoyance. O risk control: proper service loops for peeksil tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of peeksil tube and recommended replacement schedule. Reliability sit protocol. O req link (azure ID): n/a. O implementation verification: reliability life testing completed via protocol. Protocol name: liberty sit reliability test protocol. Libivd-se-15-72p. O effectiveness verification: published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report. Libivd-se-15-72f. O probability: 2. O severity: 2. O risk index: 4. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no. ¿ root cause: based on the investigation results the root cause of the carryover was due to a worn v8 valve tubing. ¿ conclusion: based on the investigation results the root cause of the carryover was due to a worn v8 valve tubing. The fse confirmed the issue and verified that the sit flush function worked properly during their first visit. During the second visit, the fse followed the advice gained from application and technical specialists and replaced the peek tubing, adjusted the peek tubing¿s length, calibrated the ual, and verified that the v8 valve and tubing were fitted and open. They then confirmed the aspiration pump pressure and ran several sit flushes. After the repairs, the instrument was tested with pqc and abort count tests, which passed, and the instrument was confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.